Manufacturer narrative:
Lot number of solution used by pt is unk, and the MFR does not have any info that would allow us to further our investigation of lot number. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the centers for disease control and prevention regarding eye infections from acanthamoeba.

Event description:
Our office in another country received info that a male pt experienced acanthamoeba keratitis while using complete moistureplus. According to the reporter (pt's wife), the pt has recovered; however, injuries could remain. We are attempting to obtain further info.